Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 305 mg/dl and an insulin injection was used to address the bg level. After the system check, the infusion set site was thought to have been a possible cause of the occlusion; however, after changing the site, the customer received another occlusion. Tandem technical support advised the customer to change the cartridge and infusion set. The customer acknowledged.